Event description:
Following a novasure endometrial ablation on a retroverted uterus that was "deviated to the left" the physician did a post ablation hysteroscopy. She noted "a 5mm perforation at the left anterior fundal wall". A laparoscopy was then done with a consulting general surgeon. "A cauterized area measuring approximately 7 mm in diameter was noted on the uterine serosa with a central perforation. She also noted a focal area of cautery effect 5mm in diameter on the epiploica of the rectosigmoid." The physicians determined there was "minimal cautery effect on the bowel" and no treatment was needed. The patient was discharged home following the laparoscopy "in stable condition".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).